Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller would reboot itself, and the patient and nurse performed a double disconnect while exchanging the batteries. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)) was not returned for evaluation. Evidence in the available log file information revealed two controller power-up events on (B)(6) 2018 at 08:36:04 and 08:36:29, thus confirming the reported event. Information regarding the data prior to and following these events was not available, as the raw log files were not available for analysis. Based on the available information; a possible root cause of the reported event can be attributed to losses of power due to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. If information is provided in the future, a supplemental report will be issued.